Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and unable to confirm the reported problem. Upon functional testing fse was unable to replicate the error and found that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.